Event description:
It was reported that prior to use with the bd vacutainer® sst¿ blood collection tubes, there were air bubbles in the gel. This occurred 3 times. The following information was provided by the initial reporter, translated from chinese: stage: after opening the outer packaging. Defects: separation gel has air bubbles.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with the bd vacutainer® sst¿ blood collection tubes, there were air bubbles in the gel. This occurred 3 times. The following information was provided by the initial reporter, translated from chinese: stage: after opening the outer packaging. Defects: separation gel has air bubbles.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to gel air bubbles as all samples met specifications. Complaints for sample quality are under statistical control for the month of october 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode gel air bubbles. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints. H3 other text : see h.10.